Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2021. During the procedure, although the coagulation was successful, the cutting could not take place. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used in the colon during a polypectomy procedure performed on (B)(6) 2021. During the procedure, although the coagulation was successful, the cutting could not take place. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of polyp resecting problem. Block h10: (product investigation): one captivator snare was received for analysis. Visual analysis of the returned device found no device problems. Functional evaluation of the returned device found that when the device was connected to the 10 inch loop fixture, it contracted and extended well. Continuity test was also performed and the device's electrical resistance was within specification. No other device problems were noted. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems with the device during visual, functional, and continuity test. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. This code was selected since the reported event could not be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.